Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a lead implant procedure, lead dislodgment was observed due to lead helix being clogged with tissue. Lead measurements data were normal. Lead dislodgment issue was observed five times when attempting to implant the lead. Lead was removed and a new lead was implanted. No further information available.

Event description:
The patient experienced no adverse consequences.